Manufacturer narrative:
(B)(4). Medwatch report number (B)(4) received may 10,2016. Should any additional information be received by the customer then an additional report will be submitted. (B)(4). A carefusion field service representative (fsr) performed an initial evaluation on the device at the facility. The fsr duplicated the reported issue and is awaiting replacement components to be delivered in order to complete the repair and evaluation. After the repair is completed, the suspect component will be returned to carefusion's failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer claims the touchscreen on this avea is unresponsive to touch commands during pre-use setup. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim). The fa lab installed the suspect uim on a test avea cycled the device after 72 hours of run time the reported event was duplicated. The control board of the uim was isolated for further testing. The fa lab performed voltage testing, power cycle startup, physical/visual inspection and thermal stress testing. The fa lab at this time has determine the root cause is due to a failing integrated circuit component within the micro processor.